Event description:
It was reported that the patient passed away on (B)(6) 2018 due to cardiac arrest.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The customer reported that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) is currently available. This document lists potential adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.